Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from the patient. The patient called back reporting, that they received the replacement controller, but that the controller does not work, because the back door does not close. Patient stated, that they need a replacement recharger, because theirs died again. Patient followed up, saying that the rechargers do not last a long time. And that they have to call about the recharger every 4-5 months. Patient noted, that the controller is fine when agent asked again if patient was able to charge with the replacement controller and previously replaced recharger. Patient mentioned, that they can feel a broken wire in the recharger and that they know what the recharger is supposed to feel like. They believe,, that the recharger is potentially damaged. Agent sent an email to repair to replace the recharger. Additional information was received, from the patient on 2024-may-13. They reported, that they were having issues with their controller. Patient stated, they were sent a controller awhile ago. And they sent it back, because they couldn't close the back with the battery and that was not the problem at the time. The problem was the donut shape object that you charge the battery up with. Patient said, now they can't read if the battery is charged or what their settings are without the controller plugged up to the recharger and trying to find the battery. Patient also stated, they are not getting any sensation from the stimulator and they are trying to take something to cure the pain. Patient reported, that the controller will not function unless attached to the recharger. Patient stated, that they tried to do a controller reset but that did not help or resolve the issue. Walked patient through removing the battery pack and plugging controller into the ac power cord. Patient confirmed, controller powered back on. Patient then saw memory problem, data has been lost. Patient inserted the battery back into the controller and confirmed, controller was charging with a green flashing light. Agent then, had the patient reset the date and time on the controller. Patient noted, that they got the no device found message. Patient followed up saying, that the implant is charged and so they are not sure why they continuously get that message. The issue was not resolved. An email was sent to the repair department to replace the controller.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. H3: analysis of the 97755-s recharger (rtm) (serial number (B)(6)) revealed a no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called back stating they received replacement recharger from this case but rm03 is still appearing when trying to charge the implant every 5 minutes and resetting the controller does not resolve the issue. Agent sent email to repair to replace the controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The pt called back stating they received replacement controller from this case but controller "keeps circling" when trying to charge the implant and cannot charge the implant. Had pt reset controller and plug into ac power supply with no battery pack; screen did appear. Pt inserted battery pack and saw language screen. After connect the recharger screen, controller stayed on checking the recharger and would not advance. Pt then stated they have a doctor appointment they need to go to and will need to call back. Agent will call pt back later today for further troubleshooting. Once talking to the patient again, pt saw set up for implant again and screen was stuck on checking the recharger and would not advance. Pt noted that they see a refurbished sticker on the controller. Agent sent email to repair to replace the controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was patient reported an rm03 message on the controller. Patient said the message came up last night and now the implanted neurostimulator (ins) will not charge at all. Patient service specialist walked patient through resetting the controller, and no device found displayed. Agent had pt plug in recharger and select 'recharge.' The patient was able to start a recharging session with excellent quality. Controller battery 70%, implant red/low. Pt mentioned they tried resetting the controller last night, but message had come back up. The troubleshooting steps that were taken on the call resolved the issue. Agent advised pt monitor issue and call back if it becomes persistent. Patient called back and stated every 5 minutes they got the 'rm03' message. Patient noted the recharger might have been warm but didn't confirm if recharger was warmer than usual. No damages on the recharger and controller charging port. Patient's implant was 'dead' and requested for saturday shipping.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.